Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report during preparation, the clip was not opening smoothly and was jumpy. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 3. During preparation of the clip delivery system (cds), when turning the arm positioner, strong resistance was felt, and the clip was not opening smoothly and appeared to be jumpy. Therefore, it was decided not to use the cds in the procedure. A new cds was used in the procedure successfully. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The returned device analysis confirmed the reported clip jumping. The return device analysis did not confirm the reported physical resistance/sticking of the arm positioner as there was no resistance noted upon turning the arm positioner in the open or close directions. Furthermore, it was observed the actuator coupler was scratched. In conclusion, the reported scratches on the actuator coupler appear to be related to the troubleshooting of the opening and closing of the clip. A cause for the arm positioner resistance could not be determined. The reported clip jumping appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.